Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to change their set early due to an inadequate site and their blood glucose would not go down. Blood glucose level at the time of the incident was over 400 mg/dl which was treated with manual injection/ insulin pump bolus. Customer has been using insulin pump system within 48 hours of reported high bg event. Customer does use the 670g system and auto mode was on at time of high bg event. Customer declined to troubleshoot for the high blood glucose. The reservoir will not be returned for analysis.